Event description:
It was reported that the patient received a vibratory alert for low impedance. Low r-waves were noted. It was observed that the device was intermittently undersensing and inappropriately pacing. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.